Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) pump due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
The ams700 device was visually inspected and functionally tested. There was a leak in both cylinders due to wear at the corner of a fold. One cylinder had broken fabric threads. The pump was not functionally tested due to the cylinder failures.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.